Manufacturer narrative:
Results: frayed power cord. Head left siderail was missing.

Event description:
It was reported by service report that the power cord was frayed with no bare wires exposed, and the head left siderail was missing. No pt involvement or adverse consequences were reported.